Event description:
It was reported an issue with optilene suture. The client reported the following: only the needle broke; one thread broke, and another thread detached from the needle as soon as it was removed from the race-pack. The junction between the thread and the needle is not smooth but has burrs, making it difficult to pull the needle during stitching and causing the thread to fray/split. The thread split into two strands. Packaging error: the thread is caught in the sealing of outer package, and was not secured in the racepack (inner package). Additional information has been requested.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k133890. If additional information becomes available a follow up report will be submitted.